Event description:
The pt last recharged his implantable neurostimulator in (B) (6) 2007. In (B) (6) 2007, the implantable neurostimulator was turned off prior to spinal fusion surgery. When he arrived home afterward he was unable to turn the device back on. The pt met with a field service representative (B) (6) 2007 and multiple times afterward. The implantable neurostimulator was overdischarged. In (B) (6) 2008, the device was still in overdischarge. Multiple physician mode recharges were initiated. The neurostimulator did not respond. The battery did not hold a charge. The pt felt no stimulation sensation. The problem persists until the current day. The pt was informed that the device needed to be replaced. A f/u will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).